Manufacturer narrative:
Complaint (B)(4). Dates of the events could not be obtained from the customer. Samples from the customer were only received recently and the evaluation is still ongoing. As soon as the investigation of the event is completed, a supplemental report will be filed.

Event description:
Customer states tubes are not filling to the arrow fill line. These tubes are filling slow. The samples are being received barely filled to the bottom of the arrow and often are less in volume. About 5% are underfilling, the remaining 95% are just reaching the minimum line and very few make it to the mid line. It is very rare to get a tube filled to the center point of the arrow. Prior to the shortage of these tubes, the blood draws were routinely at or around the mid-point of the arrow according to the analyzing lab. Safety blood collection sets (butterfly with attached hub, 2 way needle with hub) are used. A discard tube is always used prior to connecting the coag tube to the safety blood collection set. They take a 2 ml k3 edta vacuette tube after the coag and there is never an issue with the fill on those. The phlebotomists are holding the tube in the holder with their thumb until the tube is completely filled as per IFU. This issue is occurring with multiple phlebotomists, multiple individuals across multiple groups. No photos available, against company policy. Product of b210633l available to return for evaluation. Customer states never had fill issues with these tubes before. This started occurring about 10-12 months ago. It was first noticed last may that there were some intermittent issues with underfilling coag tubes (more than what was normal). This has occurred over multiple lot numbers.

Manufacturer narrative:
Received 50 pieces of 454322/ b210633l for evaluation. No customer pictures were provided. A check of production and maintenance records revealed no deviations in relation to the reported event. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations noted. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. All tubes tested filled within the +/-10% tolerance range. The alleged malfunction for this batch number could not be duplicated. The alleged malfunction regarding 454322/b210533b is considered justified and refers to the recall 21-400, res#88563. Customer was appropriately notified of the recall and returned the completed product disposition site confirmation form. Unfortunately, the customer did not realize they had remaining stock, and the product was inadvertently used. Upon realization of the remaining stock, the customer completed and returned an additional product disposition site confirmation form. For the unknown article, no samples were received for evaluation. No customer pictures were received. No material numbers ,batch numbers, further information or clarification was provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. This portion of the event cannot be determined due to insufficient information.